Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment for this event was not reported. The cause of the peritonitis was unknown. The patient was reported to be recovering from the peritonitis. Pd therapy was discontinued. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13c05032, h13e31025, and h13h20055 no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).